Event description:
Inaccurately high. The pt has a four year history of diabetes and has owned the reported meter for 6 to 8 months; he tests with the meter 5 to 6 times a day. The pt takes 12 units of lantus insulin each day at 9:00 pm. He also takes humalog insulin at each mealtime dependent on his meter reading and the amount of carbohydrate consumed. He obtained a result of 141 mg/dl on the meter at lunchtime at school. He was asymptomatic at this time and took 5 units of humalog insulin. At 4:30 pm, while at home, the pt obtained a result of 292 mg/dl on the meter and ate 1/2 sandwhich, chips, and fruit. He was asymptomatic and took no insulin at this time. His family member was not sure if the pt did karate exercises before taking a nap; she said karate exercising lowers his blood glucose level significantly. At 5:30 pm, the pt was non-responsive. The family member injected the pt with 1/2 syringe of glucagon, based on his symptoms and called emt. She tested the pt with the meter and obtained a result of 137 mg/dl. She immediately retested the pt and obtained results of 497 mg/dl, and 25 mg/dl. "5 to 6 minutes later", a result of 66 mg/dl was obtained on the emt's meter while the pt was "drenched with sweat and shaking". Emt's treated the pt with IV glucose; he regained consciousness, drank orange juice, and was transported to the ER. A result of 84 mg/dl was obtained on the ER device. The pt was fed dinner in the ER and released to home after 24 hours. The family member said the pt has never had an episode like this before. The customer service agent (csa) was not able to walk the family member through a control solution test, as the family member did not have control solution. The family member told the mas that she was not sure if the pt's fingers were clean when she tested him at 5:30 pm; she said the pt might have had food residue on his fingers. The meter, test strips, and control solution were replaced. The meter read inaccurately high compared to the pt's symptoms 2 out of 3 times while he was hypoglycemic. The event is reported as an adverse event, because the pt's blood glucose level may have read inaccurately high prior to the incident, at 4:30 pm, preventing him from adequately self-treating a decreasing blood glucose level.